Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comments that the programmers screen blanks out and the display cannot be recognized. Display connections were inspected and no fault was found however the low voltage differential signal (lvds) board and inverter board were replaced as preventative measures. It was noted that an area of the overlay was not responsive with a known good stylus, the bezel overlay assembly was replaced and calibrated. It was additionally noted that the stylus was missing. Furthermore, the left keyboard hinge and a tab on the power cord door were broken. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers screen blanks out and the display could not be recognized. The device has been returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.